Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "device was being used on CPAP, incident reports mentions staff using device had little to no training, potential setup was incorrect, troubleshooting took place however faults could not be removed. Numerous faults of vt low condition removed, high pressure condition removed as well. In the logs I could see no pre ops checks were completed once device had been turned on. ." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: it was noted that a use error (lackof training) caused the incident: the hamilton fieldtechnician checked the device and no failure was attested. Corrected sections because no malfunction detected: h1, b1.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "device was being used on CPAP, incident reports mentions staff using device had little to no training, potential setup was incorrect, troubleshooting took place however faults could not be removed. Numerous faults of vt low condition removed; high pressure condition removed as well. In the logs I could see no pre-ops checks were completed once device had been turned on." No clinical signs, symptoms or conditions. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.